Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site erythema. It was reported by the patient that two cultures were done of the stoma site at the hospital, and one was "positive for a bug". The results of the second culture are unknown. The patient was prescribed amoxicillin 875 mgs, and clavulanic acid 125 mgs.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, it was reported that the patient underwent pegj tubing removal while continuing antibiotic treatment. It was reported by the patient that the stoma is "practically closed". The culture done previously came back negative. It was reported that the patient will undergo peg placement on (B)(6) 2022.

Manufacturer narrative:
Reference record (B)(4).